Event description:
Info received indicates the head cylinder is drifting slowly. The stretcher goes into trendelenburg.

Manufacturer narrative:
The technician found the head cylinder leaking fluid. He replaced the head cylinder to repair the stretcher.